Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during pre-surgery setup for an unspecified veterinary procedure, it was observed that the unknown drill bit device and quick coupling device wobbled when used with the compact air drive device. It was unknown if there were any delays to the planned surgical procedure or if a spare device was available for use. This event did not occur during surgery. There was no human patient involvement as this was a veterinary equipment. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.